Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4) is submitting the report on behalf of berlin heart gmbh (manufacturer). Patient remains supported by the device. G8: adverse event term: ischemic cva.

Event description:
The site contacted (B)(6) on (B)(6) 2016 as the patient exhibited right side hemiparesis. CT scan revealed left mca infarct. The site continues to monitor. There were two deposits in the pump measuring 1mm x 1mm and neither changed or disappeared throughout the event. The site reported that the vad performed appropriately throughout the event.